Event description:
It was reported that this 980 ventilator failed the circuit pressure test portion of sst (short self test) and generated diagnostic codes. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Issue identified during product analysis. Device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that this 980 ventilator failed the circuit pressure test portion of sst (short self test) and generated diagnostic codes.  The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed the reported issue and replaced the inspiratory flow module (ifm) printed circuit board assembly (pcba). The ventilator passed all tests and calibrations according to the manufacturer's specifications at the time of service. One ifm pcba was returned for failure investigation. A visual inspection of the returned part showed no evidence of visible anomalies and/or damage that may have contributed to the event. The returned ifm pcba was installed in the test ventilator and found the unit failed the circuit pressure test portion during sst with an "inspiratory auto zero solenoid was not operational" message. The reported event for the ventilator failed sst was duplicated. The analysis determined the failure to be consistent with events for the inspiratory auto zero solenoid not operational related to a possible faulty so1 designator. If an so1 failure were to occur while in use on a patient the ventilator response would be to enter backup ventilation (buv). The cause of the event was determined to be consistent with a faulty auto zero solenoid (so1) in the ifm pcba. There is an existing previous internal investigation regarding this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.